Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie c3 and c1 failed. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 row c failed and had duplicate pockets. A field service engineer (fse) replaced the flat flex cable and reseated all row board cables to resolve the issue. Then the fse cleaned the drawer and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.